Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with several a47 alarms at the alarm history file due to corrupted history file. Unable to down load the insulin pump to carelink pro due to corrupted history file. However, the insulin pump was programmed with correct time and date and monitored for two days. Several boluses were programmed and delivered during this period; all of the bolus programmed was properly recorded at the bolus and daily totals history screens. No bolus history anomaly. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump did not deliver insulin for 2-3 days in a row. The customer's blood glucose was over 300 mg/dl at the time of the event. Her most recent blood glucose was 456 mg/dl. She complained of ketones, a headache and dry cotton mouth. She observed pain at the insertion site, pulled the set out, and observed blood at the site. Her blood glucose lowered to over 100 mg/dl, but it rose back up again thereafter. She stated that she contacted her doctor regarding the unexplained high blood glucose and had not received any alarms since the issue began. During troubleshooting, the easy bolus that was programmed did show in the history. There were missing boluses and blood glucose inputs from the bolus history. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.